Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that customer experienced hypoglycemia. The customer blood glucose level was 30 mg/dl at the time of incidence and other value was 76 mg/dl. The customer was treated with glucose tablets for low blood glucose level. Customer had using insulin pump system within 48 hours of reported low blood glucose event. Customer did not allege insulin pump was over delivering the insulin. The insulin pump will not returned for analysis.